Event description:
Complainant alleged that while attempting to monitor a pt using multi-function electrodes, the electrodes would not adhere to the pt. The clinicians placed a first set of electrodes on the pt and performed CPR on top of the electrodes. The clinicians removed the electrodes and attempted to place a second set of electrodes on the pt. These secondary electrodes would not adhere. The pt subsequently expired. However, the attending physician indicated to the zoll medical sales rep that it was not related to the reported malfunction.